Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Two voluntary MDR's were also submitted by the site. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the mitral valve in valve position, the team was unable to cross the septum during the procedure as it was thickened due to a previous septum repair. The team attempted to cross the first valve on the delivery system. The delivery system was damaged during the case as it was torqued by the operator when trying to advance it with thv valve through the surgical valve. After multiple attempts, the team decided to remove and replace the system. During the removal, the valve was pulled off the balloon when attempting to pull the delivery system and valve back into the sheath, and out of the patient. After the valve dislodged from the delivery system, the team removed the delivery system and sheath, but maintained control of the valve by leaving the wire in. The team then elected to upgrade to a large gore sheath and used a bav balloon by inflating partially, pulling the valve into the gore sheath safely. The devices were removed with no harm to the patient. No surgery or cut down was needed. It was noted after removal; there was a sheath liner tear. Additionally, post removal from the patient, the physician cut the esheath+ to try see if another approach would be possible, if he were to manipulate a new sheath in a similar fashion, but was advised against it. To note, there was a liner tear, but also surgical damage to the first sheath not due to the removal. After the gore sheath, bav and valve were removed, a new valve, delivery system and esheath were inserted into the patient. Again, the team was unable to cross the septum. The second esheath was damaged with a liner tear during the case as it was torqued by the operator when trying to advance. After multiple attempts, the team decided to remove the system. No valves were implanted. The patient remained stable and was brought back for another attempt on a later date. There was no difficulty with advancement. The angle of insertion was not steep. The patient did not require a blood transfusion. Pre decontamination findings showed the first esheath+ had a liner tear and the second esheath+ had a distal tip split.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation was completed. No functional or dimensional testing are relevant to support the root cause investigation for this complaint. The event is confirmed through visual observations. The returned device was visually examined, and the following was observed: sheath liner fully expanded. Sheath distal tip opened as designed. Distal tip split observed. Soft tip damage. Partial liner delamination starting at sheath distal tip for approximately 0.6". C-marker band is present. Imagery was not provided by the site. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander with s3/ s3u/ s3ur IFU's and procedural training manual were reviewed. Precautions include, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively'. Precautions note, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for sheath distal tip split was confirmed based on returned product evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. However, as insufficient information was provided in this case, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.